Event description:
Mps reported inaccurate cuts. All cuts deep. Distal was about 9mm deep. She said that upon cutting distal they checked saw blade and it passed, made cut, advanced to next cut, went back to distal bc doc wanted to go over it again and the arm oriented differently, when they checked check point it was off. They reregistered but cuts still seemed to be off. It seemed like a combination of factors could have caused the inaccuracies but surgeon is requesting service visit to ensure robot is accurate. Additional info: 13-aug-2025: lt total knee arthroplasty planar probe used? Yes. Found the j2 bumps out of place, re- adjusted performed kinematic calibration. Verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. No parts used. System is ready for clinical use. As reported via complaint form: case had to go manual, tools and case set up wasn¿t double checked resulting in robotic cuts being off. Case type / application: tka 2.0. After distal cut was made, we had to bail on robot and finish cuts manually & add augments. Case was about 3 hours long, delay was between 1-2 hours, I don't have a specific number for you.

Event description:
No new information.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: yes. Work performed: found the j2 bumps out of place, re- adjusted performed kinematic calibration. Verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. No parts used. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1612 was inspected and completed with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.